Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the right side indicator light for drawer 1 on the module controller was not illuminated. A field service engineer (fse) reseating of the row board and flex cable connections were performed, however, no change was observed. The fse then replaced the retractor band flex cable to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 6.1 had failed, was not detected on the bus, and did not recover. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. There were no adverse events or injuries reported based on this event.